Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient's son contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that on (B)(6) 2016 at 00:05am the patient developed symptoms of "sweat, chill and high heartbeat". In response to the symptoms, the reporter claimed the patient's blood glucose was tested and results of "194 and 94 mg/dl" were obtained with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The reporter claimed the patient treated herself with orange juice and then obtained further blood glucose readings of "159 and 84 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The reporter claimed the patient attended the emergency room as she still felt unwell. No additional treatment was specified. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.